Event description:
Draeger medical system inc. Received information on july 30, 2007 that one of our infinity delta xl patient monitors had fallen from our infinity docking station, (ids) at a customer site. It was reported that the upper part of the ids top cover separated from the lower base unit. We have requested the return of the cited ids unit for investigation.

Manufacturer narrative:
The reported issue is consistent with previously reported and investigated incidents, which currently has an on going field correction in place. The following medwatch reports (mdrs) relating to this action were previously filed: 1220036-2206-00015, -00020, -00021, 00022, 00023, 00024.